Manufacturer narrative:
H3, h6: it was reported that, after a thr surgery, the impactor of a polarstem modular head for 21000662 was chipped when the piece was used. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. Furthermore, the batch number is unknown and a review of the batch record could not be conducted either. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was performed. According to the document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition (lit. No. 12.23 ed. 05/16). Based on the conducted investigation, the reported failure mode could not be confirmed and a relationship between the reported event and the device cannot be confirmed. The need for corrective actions is not indicated. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. Should more information become available, the investigation will be reopened. No further actions are deemend necessary at the time. Smith+nephew will continue to monitor for similar issues.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a thr surgery, the impactor of a polarstem modular head for 21000662 was chipped when the piece was used. Surgery was resumed, without any delay, with the same device. Patient was not injured as consequence of this problem.